Manufacturer narrative:
The cause for the non reproduced falsely elevated advia centaur xp troponin ultra (tni-ultra) patient result is unknown. The patient sample was drawn in a thrombin collection tube and may be a contributing factor. Due to the lower retest results from the same thrombin sample tube, other pre-analytical factors such as fibrin cannot be ruled out. No conclusion can be drawn. The instruction for use under the specimen collection and handling section states the following: serum, heparinized plasma, and edta plasma are the recommended sample types for this assay. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The instrument is performing within specifications. No further investigation is required.

Event description:
A falsely elevated advia centaur xp troponin ultra (tni-ultra) patient result was observed by the customer, and the reported result was questioned by the physician. The patient sample was tested in duplicate on an alternate advia centaur system and the troponin results were lower. A corrected report was issued. There is no known report of patient treatment being prescribed or altered. There is no report of adverse health consequences due to the discordant advia centaur xp troponin ultra (tni-ultra) patient result.